Event description:
Case description: investigational results: name of the suspect product: novopen 4. Batch number of the suspect product: bug1850. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination. Name of the suspect product: novorapid penfill. Batch number of the suspect product: unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case have been updated with the following: -final report was ticked in EU/ca device tab. -investigational results were captured for novopen 4 and novorapid penfill. -is non reportable?field in device tab was updated as "no" -malfunction field in device tab was updated as "no" -imdrf codes were updated in device addendum tab (b, c, d, g). Narrative updated accordingly. Final manufacturer's comment: 16-aug-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Company comment: diabetic coma is assessed as listed event according to the novo nordisk current ccds in novorapid penfill. Relevant information on medical history, compliance with anti-diabetic treatment, investigation of the faulty device are unavailable for complete causality assessment. Patient has prior history of coma, thyroid disorder and type 1 diabetes mellitus which could have contributed to reported event of diabetic coma. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. H3 continued: evaluation summary: name of the suspect product: novopen 4 batch number of the suspect product: bug1850 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.the product was not returned for examination.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas). Diabetic coma [diabetic coma]. Pen didn't inject the insulin [device failure]. Leakage occurred from the device [device leakage]. Patient kept the needle attached to the pen after use [product storage error]. Last week her rbg reached 370 mg /dl [blood glucose increased]. Pen's non-working properly as it sometimes injects insulin and sometimes not [device malfunction]. Case description: this serious spontaneous case from egypt was reported by a consumer as "diabetic coma(diabetic coma)" with an unspecified onset date, "pen didn't inject the insulin(device failure)" with an unspecified onset date, "leakage occurred from the device(device leakage)" with an unspecified onset date, "patient kept the needle attached to the pen after use(device stored with needle attached)" with an unspecified onset date, "last week her rbg reached 370 mg /dl(blood glucose increased)" beginning on (B)(6) 2024, "pen's non-working properly as it sometimes injects insulin and sometimes not(device mulfunction)" beginning on (B)(6) 2024, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", , novorapid penfill (insulin aspart) from unknown start date for "type 1 diabetes mellitus", novorapid penfill regimen # 4, 17 iu, qd (07+07+03 iu per main meal respectively), subcutaneous. The random blood glucose increased was probably due to the pen's non-working properly as it sometimes injects insulin and sometimes not, although changing needle daily (used for 3 injections) and keeping the pen outside refrigerator. No treatment received for the increased rbg, but correction doses are used in addition to controlling meals and drinking much water in addition to green tea. Batch numbers: novopen 4: bug1850. Novorapid penfill: requested. Action taken to novorapid penfill was reported as product discontinued. The outcome for the event "last week her rbg reached 370 mg /dl (blood glucose increased)" was not yet recovered. The outcome for the event "pen's non-working properly as it sometimes injects insulin and sometimes not (device malfunction)" was not reported. Since last submission the case have been updated with the following: event tab updated (treatment, outcome updated for the event "rbg elevated", event "device issue" was removed and "device mulfunction" added). Product tab updated (dosage regimen, indication). Patient information added(weight). Causality added. Narrative updated accordingly.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas), diabetic coma [diabetic coma], pen didn't inject the insulin [device failure], leakage occurred from the device [device leakage], patient kept the needle attached to the pen after use [product storage error], last week her rbg reached 370 mg /dl [blood glucose increased], pen issue [device issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "diabetic coma(diabetic coma)" with an unspecified onset date, "pen didn't inject the insulin(device failure)" with an unspecified onset date, "leakage occurred from the device(device leakage)" with an unspecified onset date, "patient kept the needle attached to the pen after use(device stored with needle attached)" with an unspecified onset date, "last week her rbg reached 370 mg /dl(blood glucose increased)" with an unspecified onset date, "pen issue(device issue)" with an unspecified onset date, and concerned a female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "device therapy", novorapid penfill (insulin aspart) (with the correction doses as after 50 iu of the insulin patient gets another 1 u) from unknown start date for "drug use for unknown indication", novorapid penfill regimen #2 (insulin aspart) (when patient bgl is 250 mg/dl patient takes 2 insulin units as correction doses, subcutaneous) from unknown start date, novorapid penfill regimen #3 (insulin aspart) (27 iu, qd (10 u,10 u, 7 u before each meal), subcutaneous) from unknown start date. Patient's height: 165 cm, patient's weight: 65 kg , patient's bmi: 23.87511480. Current condition: type 1 diabetes mellitus(duration not reported), thyroid gland problems, bronchial asthma, mitral regurgitation, hemophilia, neuropathy. Historical condition: coma(prior to nn insulin products and was in ICU) historical drug: actrapid penfill, novorapid(started 11 years ago and used it for few months and stopped using it). Procedure: thyroidectomy(after 3 years of diagnoses of the disease), cardiac pacemaker unit on the heart. Concomitant products included - lantus(insulin glargine), eltroxin(levothyroxine sodium), minophylline [theophylline](theophylline), ventoline [salbutamol](salbutamol), gabapentin, aspirin [acetylsalicylic acid] on an unspecified date, the patient suffered from hyperglycemia and diabetic coma due to a problem with the pen as it didn't inject the insulin. Started using novorapid from 1 week ago then stopped using. Patient was treated with honey patient mentioned there was a leakage occurred from the device and said that needle was attached to the pen and was asked to remove the needle(not specified) after insulin dose and to use another new needle to prevent the insulin leakage. On an unspecified date, patient's fasting blood glucose level (blood glucose) was 120 mg/dl. On an unspecified date, patient's fasting blood glucose level (blood glucose) was 70 mg/dl. On an unspecified date, patient's postprandial blood glucose level (blood glucose) was reported as 95 mg/dl. On an unspecified date, patient's postprandial blood glucose level (blood glucose)was reported as reported as 200 mg/dl after taking snack. On an unspecified date, patient's random blood glucose level (blood glucose) was reported as 49 mg/dl. Patient's hba1c (glycosylated haemoglobin) was reported as 8.5 % from 2 or 3 months ago. It was reported that there were noo detached to the cartridge holder, no force was needed, no resistance while attaching the needle, she was using a non-nn needle (bic needle with length. On an unknown date in (B)(6) 2024, (last week), patient mentioned random blood glucose level (blood glucose) was 370 mg/dl due to pen issue. Patient was directed to nearest ncc for her to check the pen . Batch numbers: novopen 4: unknown, novorapid penfill: asku, asku, asku , action taken to novorapid penfill was reported as product discontinued. The outcome for the event "diabetic coma(diabetic coma)" was recovered. The outcome for the event "pen didn't inject the insulin(device failure)" was not reported. The outcome for the event "leakage occurred from the device(device leakage)" was not reported. The outcome for the event "patient kept the needle attached to the pen after use(device stored with needle attached)" was not reported. The outcome for the event "last week her rbg reached 370 mg /dl(blood glucose increased)" was not reported. The outcome for the event "pen issue(device issue)" was not reported. Event abated after use stopped or dose reduced for novorapid doesn't apply since last submission the case have been updated with the following: patient information added(weight) event tab updated (blood glucose increased and device issue was added) narrative updated accordingly. Preliminary manufacturer's comment: 11-jul-2024: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion reached. Company comment: diabetic coma is assessed as listed event according to the novo nordisk current ccds in novorapid penfill. Relevant information on medical history, compliance with anti-diabetic treatment, investigation of the faulty device are unavailable for complete causality assessment. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill. References included: reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient, reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient, reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient, reference type: e2b company number, reference ID#: (B)(4), reference notes:, reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient, reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient, reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient case, reference type: e2b linked report, reference ID#: (B)(4), reference notes: same patient.